Event description:
A male patient with calcified anatomy underwent initial evar on an unspecified date. The zenith main body was placed between calcium and the proximal neck. The device landed low as well and all these factors contributed to a type I endoleak. After reviewing the catscan, it was decided to place a zenith main body extension. On (B)(6) 2010, the device was successfully placed below the renals and no endoleak was present on the final run.

Manufacturer narrative:
Expiration - unknown as lot is unknown. Additional repair is not specifically listed in the IFU. Endoleaks are listed in the IFU. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listening the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. Per the zenith flex IFU, "key anatomic elements that may affect successful exclusion of the aneurysm include....circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plague may compromise the fixation and sealing at the implantation sites. Inaccurate placement and/or incomplete sealing.....within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries." The complaint correspondence indicates that calcium in the aortic neck and inaccurate deployment contributed to the endoleak. We are unable to comment on the patient's suitability for evar without imaging or additional information. The complaint will be trended as inaccurate deployment, which contributed to the endoleak. The patient's condition may have contributed as well. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.